Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use (IFU) states: do not use the perclose proglide suture mediated closure system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in retroperitoneal hematoma. It is possible that puncture site location contributed to the reported event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: lot number, expiration date. H4: device mfg date.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the calcified left inguinal region femoral artery and calcified right inguinal region femoral artery was attempted with proglide devices using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the first proglide suture was pre-placed successfully on the left. The physician then switched to the right. The first proglide on the right side was positioned at 10 o¿clock. The plunger was pushed down, and the suture was captured; however, when the plunger was removed, the distal end of posterior needle appeared to be different than usual. The lever then failed to retract the foot due to resistance. After trial-and-error, the device was removed by force. After the device was removed, the foot was noted to be deformed. The posterior foot then separated outside of the anatomy. At this point, the procedure from the right was abandoned due to calcification. Surgical suturing was done to achieve hemostasis in the right. The procedure was continued from the left. A second proglide was attempted on the left side; however, a cuff-miss occurred. Then, a third proglide was attempted; however, a cuff-miss occurred again. Finally, a fourth proglide was used and the suture was pre-placed successfully. The sheath was upsized to a 16f and the evar procedure was completed. Hemostasis was achieved in the left side with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.